Event description:
The customer has reported that the scm12 control module is making an unusual louder than normal noise from the control module. The customer has suggested it sounds like a motor grinding. The customer has reported that the breat biopsies have been completed. There have been no patient consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received, visual and functional examination: the unit was found to require the vaccum pump to be replaced. The device was functionally tested, met all product requirements and returned to the customer.